Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited low pacing impedances dropping 500 ohms to 300 ohms, noise and oversensing on the non-boston scientific right atrial (ra) channel. The physician suspects a ra lead fracture. In clinic lead integrity testing including provocative maneuver's, reproduced the oversensed noise. The physician programmed the device from ddd mode to vvi mode, and abandoned the atrial lead. The device and lead remain implanted. No adverse patient effects were reported.